Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported approximately one month post port placement procedure, the device allegedly unable to be infused. It was further reported that x-ray confirmed dislodgement of the catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, the images were provided for review. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman port single lumen that are cleared in the us. The pro code and 510 k number for the hickman port single lumen products are identified in d2 and g4. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately one month post port placement procedure, the device allegedly unable to be infused. It was further reported that x-ray confirmed dislodgement of the catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
A complaint history review was performed. This is the sixth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. The sample was returned for evaluation, one medical image was provided for review. The investigation is confirmed for the reported migration from the provided medical image. However, the investigation is inconclusive reported failure to infuse as no evidence of infusing problem is identified. A definitive root cause could not be determined based upon the available information. A review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section has not been cleared in the us but is similar to the hickman port single lumen that are cleared in the us. The pro code and 510k number for the hickman port single lumen products are identified. (Expiry date: 10/2022).

Event description:
It was reported approximately one month post port placement procedure, the device allegedly unable to be infused. It was further reported that x-ray confirmed dislodgement of the catheter. Reportedly, the port was removed. There was no reported patient injury.